Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer number: 2017865-2022-02692; 2017865-2022-02693. It was reported that the patient's pocket was infected. The pocket was puffy but not red or warm to the touch. The system was explanted. The patient did not suffer any adverse effects. The patient was stable.